Event description:
In 2008, the patient reported that the case of his infusion device was cracked from use. No physiological effects were reported. The infusion device also displayed 09 (technical inspection due). The patient stated that he would switch to injection therapy. He does not have a backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.